Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deflation problem (failure to deflate) could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to deflation problems (failure to deflate) include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. Additional follow up with the account reported that they were unsure how many atmospheres the device was inflated to during deployment. In this case, it is possible that procedural/deflation technique may have contributed to the reported failure to deflate (deflation problem); however, based on the information provided and without the device to examine, this cannot be confirmed. A guide wire (gw) was used to puncture the balloon. The stent was noted to be fully opposed to the vessel was and successfully implanted. In addition, it was reported that the procedure was to treat a lesion in the right tibial perineal artery. The xience skypoint instructions for use (IFU) specifies: the xience skypoint stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length equal or less than 32 mm) with reference vessel diameters of greater than or equal to 2.25 mm and equal or less than 4.25 mm. In addition, the xience skypoint stent system is indicated for treating de novo chronic total coronary occlusions. It is unknown if the instructions for use (IFU) deviation contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that the procedure was to treat a lesion in the right tibial perineal artery with calcification and tortuosity. The 4x48mm xience skypoint stent was advanced to the target lesion and the stent was implanted; however, the stent balloon fail to deflate. Therefore, an unspecified guide wire (gw) was used to puncture the balloon to remove the delivery system, ending the procedure. The stent was noted to be fully opposed to the vessel was and successfully implanted. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.